Manufacturer narrative:
(B)(4). Investigation: the disposable set was returned for eval. Evidence of a misload of the lower hex collar was found. No mfg defects were noted. A blood sample from the return line was submitted to the lab for analysis. No hemolysis was visible in the plasma. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer stated that at approximately 8 minutes into platelet collection procedure they noted a pink tinge in the platelet line. The procedure was ended immediately. The customer stated that the access/return needle did not look damaged. The customer said that there was a misloading of the lower bearing and there was damage noted to the lower bearing upon unloading. The donor did not experience any adverse reactions. No medical intervention was necessary. The donor left the site feeling fine. This report is being filed due to alleged possible hemolysis.